Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged and became loose, cable does not stay connected in the usb port. Customer needs to hold the cable very tight in the usb port for it to charge. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.